Event description:
Catheter fell out during cleaning/dressing change. No documented injury to pt as receiving dialysis through an arteriovenous fistula. Treatment discontinued. Renal consultant notified and manual pressure applied to site.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.